Event description:
(B)(6) study. It was reported that post coronary stenting treatment procedure, acute chronic congestive heart failure occurred. In (B)(6) 2012, the subject presented myocardial infarction and unstable angina and was referred for cardiac catheterization. It revealed one target lesion. The lesion was located in the middle left anterior descending artery with 99% stenosis and was 10 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with direct placement using a 3.0 mm x 12 mm promus element plus stent. Following post dilatation, residual stenosis was 0 %. The subject was discharged with aspirin and prasugrel. In (B)(6) 2013, the subject experienced acute chronic congestive heart failure and was hospitalized.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).